Event description:
Info received indicates the brakes would set and hold, but the casters would swivel when the stretcher was pushed from the side.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.